Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A system log review was performed. The logs show a sureform 60 stapler instrument (part #480460-12, lot #k12250522-0012) was used first. It was installed on the system 4 times and fired 3 sureform 60 reloads (2 green, followed by 1 blue). On install 1, a green reload was installed, however no clamping or firing was attempted. On install 2, the first clamp was successful, and the firing was completed with 1 pause for compression. On installs 3 and 4, the first clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. Next, logs show another sureform 60 stapler instrument (lot #k11250925-0367) was installed on the system 4 times and fired 4 blue reloads. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the data logs.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy, the sureform 60 stapler with a sureform 60 blue reload had a partial fire, resulting in tissue bunching and dragging that caused a hole in the patient's stomach. The instrument was inspected before use, and no unusual findings were noted. The surgeon selected this type of reload because the stapler was being used in the midportion of the sleeve, where the tissue was not very thick. The issue occurred during the 3rd or 4th stapler fire. There was no exposed blade or clamping issues observed. No buttress material was used. Additionally, the stapler instrument was not fired over an existing staple line. The target tissue was not calcified, had not been exposed to chemotherapy or radiation, and there was no tension on the tissue. Malformed staples resembling a "c" and "x" shape were observed. Furthermore, a small amount of bleeding occurred. The affected site was very close to the visigi bougie. The surgeon closed the defect with a double-layer suture and placed a leak drain, which is routine for this type of procedure. The event led to a procedural delay of over 30 minutes. An upper gastrointestinal test was performed the next day which showed no leak or obstruction. The patient remained stable and is scheduled for routine follow-up at the clinic.